Event description:
There was an allegation of discrepant inr results with coaguchek xs meter serial number (B)(4) compared to an unknown laboratory method. The result from the meter while fasting at approximately 8 a.m. Was 6.2 inr. "Immediately" afterwards the result from the lab was 4.1 inr. The patient's therapeutic range is 2.5 - 3.5 inr.

Manufacturer narrative:
Occupation is patient/consumer. The test strips were requested for investigation. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. Per product labeling, coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods.

Manufacturer narrative:
The meter was returned for investigation. Relevant retention test strips were measured with the returned meter with a high level control sample. Testing results (qc range: 2.4 - 3.0 inr): qc 1: 2.6 inr, qc 2: 2.6 inr, qc 3: 2.7 inr. All inr values were within the specified target ranges, confirming the functionality of the complained coaguchek meter. No error messages occurred.